Event description:
Procedure: inguinal hernia repair. According to the reporter: the instrument did not release tacks properly. The staff opened a new device, and the same thing occurred. A third device was used from a different lot and functioned properly. There was no report of pt injury, unanticipated blood/tissue loss, or extended operating room time.

Manufacturer narrative:
(B) (4). This reported lot number is subject to the recall initiated on february 8, 2010, therefore, this report requires a 5 day MDR.